Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump declared a malfunction alarm. The customer's blood glucose level was 60 mg/dl, and was not related to pump or supplies. Reportedly, the customer had not eaten enough food and addressed bg level by eating food. It was indicated the customer would use a back-up pump as alternate insulin therapy.